Manufacturer narrative:
Section d6a: correction. Date of implant is not applicable for heartmate 3 system controller. Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed and reproduced during analysis. During the evaluation of the returned system controller, serial number (B)(6), an intermittent call hospital contact/controller fault alarm accompanied by a yellow wrench symbol was reproduced. In addition to the alarm, there was a compromised communication between the controller and the system monitor and the controller and the pump; however, the pump support was not affected. The log files were retrieved, and the data contained in the event log file revealed that on september 9, 2022, the system was operating at 5200 rpm when a controller internal fault alarm associated with timebase (f28) and lvad comm (a & b) faults became active. The alarm was intermittently active through the entire log file. There were only three entries captured in the periodic log file and the recorded data did not add any new information regarding the reported event. Further evaluation of the system controller isolated the problem to the microcontroller circuit on the printed circuit board (pcb); however, the specific root cause was not able to be determined. The device history records were reviewed, and the records revealed the system controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller alarmed for an internal fault while the patient was in the intensive care unit (ICU) post implant. The system controller was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Reporter email: (B)(6). Reporter postal office or zip code:(B)(6).